Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 an amplatzer septal occluder was selected for an implant. The device formed a cobra formation while deploying. The physician replaced the device with a competitors device to complete the procedure. The patient was stable through and post the procedure. Patient was hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Additional information for: g4, g7, h2, h6, and h10. The reported event of an amplatzer septal occluder deploying with a cobra deformation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.